Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm, which is off-label usage of the device. On 07/05/2023, the patient experienced failed sensor after warm up. The patient experienced sweaty, blurry vision and shakiness. When he checks his dexcom device, the app showed a sensor failure. He called his friend to take him to the hospital. He was taken to the emergency room and there they took a blood glucose reading which was 563 mg/dl and treated him with IV insulin and IV fluids. The patient was discharged after 4 days. At the time of the report the patient was feeling normal. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.